Manufacturer narrative:
(B)(4). Concomitant medical products: 00599601552, option lps nexgen femoral, unknown, 00596404010, molded lps flx nxgn artsurf, 63075863, 00597206535, nexgen all poly patella, unknown, 00111314001, palacos rg 1x40 single, unknown, 00111314001, palacos rg 1x40 single, unknown. Implant date - (B)(6) 2006. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02628, 0001822565 - 2018 - 02618, 0001822565 - 2018 - 02564.

Event description:
It was reported that the patient underwent knee surgery. Subsequently, the patient was revised due to pain, loosening, and osteolysis. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The femoral component, tibial plate, and articular surface were all returned for evaluation. The femoral component still had bone cement on it, but the tibial component was completely free of bone cement, confirming the event. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.